Manufacturer narrative:
Manufacturing review: per the lot history review, this is the first complaint reported for this lot number and issue to date. Based upon the severity level and lot quantity, a device history records (DHR) review is not required. Visual inspection: the sample was returned. The safety clip was missing upon receipt. The tuohy borst valve was loose, and the two-way stop cock was closed. The stent graft was found to be released with some traces of dried blood. There was no broken struts on the returned stent graft. Functional/performance evaluation: functional testing could not be performed, as the delivery system was returned in a deployed configuration. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is inconclusive, as the delivery system was received in the deployed configuration, and the stent graft was returned released. Based on the condition of the sample, the reported problem of failure to deploy cannot be reproduced. It should be noted that the device was used to treat an arterial aneurysm in the sfa. Per the instructions for use (IFU), " the flair stent graft is indicated for use in the treatment of stenoses at the venous anastomosis of eptfe or other synthetic arteriovenous (av) access grafts." This device is not indicated for use in the treatment of arterial aneurysm. Therefore, it is most likely that procedural issues contributed to the reported event; however, the definitive root cause could not be determined. Labeling review: the flair endovascular stent graft instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4). Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stent graft procedure for an arterial aneurysm in a sfa, the stent graft was unable to be deployed; therefore, the stent graft was exchanged over the guide wire for a new stent graft that was prepped and deployed successfully. There is no reported patient injury.